Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified tibial artery. A 3.0 x 120mm armada 14 balloon dilatation catheter (bdc) was able to cross the lesion. However, when the balloon was inflated at nominal pressure, it was noted that the balloon would not inflate completely. It was then noted that the device was leaking at the hub. The bdc was withdrawn from the patient. A 3.0 x 200mm armada was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to determine a cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.